Manufacturer narrative:
D2b: the FDA product code fds (gastroscope and accessories, flexible/rigid) has been provisionally selected for this report. The reported issue was identified in connection with a blockage observed in the internal channel of a gastroscope. The product classification may be revised once additional information regarding the specific model involved becomes available. D4: model #: unknown. D4: serial #: unknown. D4: primary unique device identifier (UDI) # is unknown g4: the model name is unknown, so the 510(k) number is unknown. Pentax medical america sent a request for additional information to the site contact on 19-jul-2025. As of the date of this report, no response has been received. The following questions were included in the inquiry regarding the 16 potentially affected endoscopes (model names and serial numbers to be confirmed): gfe questions: was the procedure for treatment or diagnostic purposes? - was the product in question used to complete the procedure? Yes / no. A. If no, was a different or similar product used to complete the procedure? - was the patient recalled for further screening? Yes / no. A. If yes, when and what were the results (dd/mm/yyyy)? B. If no, will the patient be recalled for further screening? - what is the current status of the patient? - was the product removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? Yes / no. A. Device current location and status? Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. The following potentially contaminated endoscopes are associated with this event and have been reported under separate MDR numbers: 9610877-2025-00155_scope_serial unknown_endoscope possible contamination. 9610877-2025-00156_scope_serial unknown_endoscope possible contamination. 9610877-2025-00157_scope_serial unknown_endoscope possible contamination. 9610877-2025-00158_scope_serial unknown_endoscope possible contamination. 9610877-2025-00159_scope_serial unknown_endoscope possible contamination. 9610877-2025-00160_scope_serial unknown_endoscope possible contamination. 9610877-2025-00161_scope_serial unknown_endoscope possible contamination. 9610877-2025-00162_scope_serial unknown_endoscope possible contamination. 9610877-2025-00163_scope_serial unknown_endoscope possible contamination. 9610877-2025-00164_scope_serial unknown_endoscope possible contamination. 9610877-2025-00165_scope_serial unknown_endoscope possible contamination. 9610877-2025-00166_scope_serial unknown_endoscope possible contamination. 9610877-2025-00167_scope_serial unknown_endoscope possible contamination. 9610877-2025-00169_scope_serial unknown_endoscope possible contamination. 9610877-2025-00170_scope_serial unknown_endoscope possible contamination.

Event description:
On 26-jun-2025, pentax medical became aware of an event involving multiple pentax medical video endoscopes (16 units; model and serial numbers unknown) in (B)(6), united states. During the pre-use inspection of the endoscope, the air flow rate was found to be significantly reduced. As a result of an on-site investigation conducted by a pentax medical representative, it was found that the o-ring of the channel separator (2-8-539) used in the automatic endoscope reprocessor (aer / steris advantage plus) had deteriorated and was damaged, and fragments had entered the air/water channel of the endoscope and clogged the nozzle. It was reported that 16 pentax medical endoscopes had been reprocessed using this aer, raising a concern that reprocessing may have been inadequate. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report - updated. B5: the information in block b5 has been updated based on additional information obtained from the user facility. The event date was corrected from "26-jun-2025" to "25-jun-2025". The device description was revised from "multiple pentax medical video endoscopes ((B)(4) units; model and serial numbers unknown)" to "pentax medical video gastroscope model ec38-i20cl, serial number (B)(6)". The reported number of affected endoscopes was updated from (B)(4) units to (B)(4) units d1: brand name - corrected from "pentax" to "pentax medical". D2a: common device name - corrected from "unknown" to "pentax medical video colonoscope ec38-i20c series". D2b: product code - corrected from "fds" to "fdf". D4: model # - corrected from "unknown" to "ec38-i20cl". D4: serial # - corrected from "unknown" to "(B)(6)". E1: reporter name - corrected from "unknown" to "(B)(6)". E1: reporter email address - corrected from "unknown" to "(B)(6)". G4: 510(k) # - corrected from "unknown" to "k241213". G6: follow-up # - 1. H2: if follow-up, what type? - updated. Additional information: pentax medical america requested additional information from the site representative on 19-jul-2025. On 08-aug-2025, the product model and serial number information were obtained. On 11-aug-2025, a follow-up call was conducted to obtain information regarding patient involvement. From the email, it was confirmed that all associated rmas (return merchandise authorizations) and return labels for the complaint products had been received from customer service, and that the products would be returned for service in groups of three until all returns were completed. During the call, it was stated that specific procedure dates and patient information were not available; however, it was confirmed that there were no associated serious injuries with these complaints. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. The following potentially contaminated endoscopes are associated with this event and have been reported under separate MDR numbers: one endoscope previously included in the list was reported to have been registered in error and has been removed. 9610877-2025-00155_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00156_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00157_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00158_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00159_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00160_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00161_ec34-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00162_ec34-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00163_ec34-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00164_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00165_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00166_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00167_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00168_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00169_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00181_ec34-i20cl_(B)(6)_endoscope possible contamination. 9610877-2025-00182_ec34-i20cl_(B)(6)_endoscope possible contamination. 9610877-2025-00183_ec34-i20cl_(B)(6)_endoscope possible contamination.

Event description:
This report updates and corrects the information previously submitted in the initial report. On 25-jun-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cl, serial number (B)(6), united states. The o-ring of the channel separator (2-8-539) used in the steris automatic endoscope reprocessor (advantage plus) was found to be degraded and damaged. As pentax medical endoscopes had been reprocessed using this aer, a report was received indicating the possibility of inadequate reprocessing. It was reported that 19 pentax medical endoscopes had been reprocessed using this aer, raising a concern that reprocessing may have been inadequate. One of these endoscopes was found to have an air/water supply issue, and upon inspection it was determined that the air/water channel was blocked by a fragment of the o-ring from the channel separator during reprocessing. This case was determined not to require MDR submission. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information, b4: date of this report - updated, g6: follow-up #: 2, h2: if follow-up, what type? - updated, h3: device evaluated by manufacturer - "no" to "yes", h6: codes updated - component code, type of investigation, investigation findings, investigation conclusions. Additional information, d4: primary unique device identifier (UDI), h4: device manufacture date, h11: evaluation summary. Evaluation summary: this event was reported as a possible contamination concern because the affected endoscope had been reprocessed using an aer with damaged o-rings. The malfunction that occurred in the device was clogging of the air/water channel. Based on the investigation, a potential root cause of this failure is the deterioration of the o-rings on the steris channel separators used with the advantage plus aer. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 15-oct-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 31-oct-2024. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed. The following potentially contaminated endoscopes are associated with this event and have been reported under separate MDR numbers: 9610877-2025-00155_eg29-i20c_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00156_eg29-i20c_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00157_eg29-i20c_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00158_ec38-i20cl_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00159_ec38-i20cl_(B)(6)__endoscope possible contamination_fu2. 9610877-2025-00160_ec38-i20cl_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00161_ec34-i20cl_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00162_ec34-i20cl_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00163_ec34-i20cl_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00164_eg29-i20c_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00165_eg29-i20c_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00166_eg29-i20c_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00167_ec38-i20cl_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00168_ec38-i20cl_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00169_ec38-i20cl_(B)(6)_endoscope possible contamination_fu2. 9610877-2025-00181_ec34-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00182_ec34-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00183_ec34-i20cl_(B)(6)_endoscope possible contamination_fu1.